Manufacturer narrative:
This supplemental report is being submitted to provide the unique device identifier (UDI) number and investigation conclusion. It is presumed that the image was not displayed due to the ccd unit, the cable unit, or the video connector failed due to unexpected stress being applied to the camera head, the cable, and the video connector by user¿s handling. As stated on the IFU (instruction for use) the user manual states: if the connector is held at an angle, or undue force is used to connect it, the connector pins may be deformed. Do not apply excessive force (bend, twist or squeeze), to the camera cable, as the wires may break. Never excessively bend, pull, twist, squeeze or apply a crushing force to the camera cable. Damage will result. Olympus will continue to monitor complaints for this device.

Manufacturer narrative:
Device was received and evaluated. Evaluation determined that the device was found with faulty camera head, no image was observed. The reported no image was confirmed. The device housing was found with missing ring and wr cap. The identified parts needs to be replaced. Device was placed for repair. If additional information becomes available this report will be supplemented accordingly.

Event description:
It was reported that the device was found with no image and it is suspected it got dropped. The issue occurred during reprocessing. There was no patient involvement on this event. No user injury reported.